Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed and mildly calcified lesion in the posterior tibial artery. A 2.5x100mm armada 18 balloon ruptured at nominal pressure during the first inflation. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that case circumstances are the likely contributor to the reported difficulties. It is likely that the rupture occurred due to interaction with the 80% stenosed lesion. The subsequent damage (kinks) noted to the device may have been caused by handling the device during removal once the rupture had occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.